Event description:
Caller states patient reportedly received results of 96 mg/dl on the inform system and 25 mg/dl on lab value within 10 minutes. Low blood glucose symptoms were reported with the blood glucose result of 96 mg/dl; the patient was treated with "d50" based on the lab value. Requested return of suspect device and replacement was sent.